Manufacturer narrative:
H10: d10, h2, h3, h6. The reported 4.5 footprint ultra pk suture anchor assembly, used in treatment was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. Approximately 17mm of the anchor body has broken off and was not returned for examination. The distal end of the inner shaft of the inserter is bent. The condition of the device indicates axial alignment was not maintained during insertion of the anchor causing the reported breakage. Per the devices IFU 10600584 ¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole. Use the smith & nephew mallet (sold separately) to tap the inserter handle until the laser mark is flush with the cortical bone. This places the suture anchor approximately 1 mm below the bone surface¿. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during shoulder rotator cuff repair surgery, the footprint anchor was found fractured (broken) when screw-in. A 3.8 mm awl was used to drill the hole. The procedure was completed using a s+n backup device and it is unknown if there was any delay. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.